Event description:
Reporter had used efergrip cream for her denture for about 20 yrs. She purchased this product about three weeks ago. On using it if felt like it had a foreign matter in it like sand. She called the co and was told to discontinue the use of the product. She was told a doctor will call her but has not been called.